Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was being inserted into the patient and the physician felt the trajectory for positioning in the laa was not ideal. The physician had to turn the sheath counterclockwise more than usual. The was took a 360 turn and it went through the wall of the appendage. The procedure was immediately stopped. The patient had a pericardial effusion that had developed from this and their blood pressure started to decrease. The patient was tapped on the table and the physician removed 1200cc of fluid. The effusion did not resolve and their was a hole in the appendage so the surgeon was called in. The cardiac surgeon performed a pericardial window and clipped off the appendage of the patient. The patient recovered and is stable following these events and they were brought to the intensive care unit for further monitoring. The patient is currently doing well following these events.